Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient stated she fell down the stairs and hit the battery  on their way down and as a result was not getting the same relief. It was indicated that the fall was not caused by their stimulator but from their knee as the patient will need a knee replacement. The patient will be seeing their provider for a pocket revision since the battery was tilted toward the skin and was bothersome. It was indicated that charging was normal. Impedances were also checked and all were in normal range. The lead connection was also good and the mapping was all normal. Actions taken to resolve the issue was the patient's programs were changed off of high density programming onto tonic. The coverage was perfect with bilateral back to leg. The issue was resolved.